Manufacturer narrative:
The incident occurred in other country. This medwatch report is filed on behalf of sorin group. The report stated that, although the valve between the two reservoirs was open, there was no blood flow from the cardiotomy reservoir into the venous reservoir of the d905 oxygenator. According to the official standards, it is prohibited to remove product from a hospital that has been in contact with blood. Therefore, the device has not been returned for evaluation. Review of the manufacturing records revealed no abnormalities. The device met product specifications. Without the product for evaluation, the cause of the incident cannot be determined or confirmed. A follow-up report will be filed if any additional information or the device is made available.

Event description:
The perfusionist reported that during the case, there was no blood flow from the cardiotomy reservoir into the venous reservoir. It was stated that they thought there was a clot obstruction. Blood was given to compensate for the hold-up blood volume captured in the cardiotomy reservoir. The pt expired 5 hours later for reasons attributed to pathological conditions. It was stated that the oxygenator was not considered to be a contributor for this pt's outcome.